Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the failure of the transformer used in combination. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
While speaking with the olympus technical assistance center, the technician noted that the issue was with the isolation transformer. The transformer device will be replaced when it is in stock, and an olympus engineer will attend to install the replacement. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the video system center would not power on. There were no reports of patient harm associated with this event.